Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The device and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The patient was brought in to their clinic and all lead measurements were consistent with historical measurements, and no noise was observed. The daily lead impedance measurement was programmed off and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The device and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The patient was brought in to their clinic and all lead measurements were consistent with historical measurements, and no noise was observed. The daily lead impedance measurement was programmed off and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.